Event description:
The pt was treated with an xcaliber ankle fixator kit, for an ankle arthrodesis. During surgery, when the surgeon was trying to compress the bone fragment through the compression-distraction unit, one of the pins that was holding the cd unit broke. The pt was re-operated on (B)(6) 2011 to replace the fixator. (B)(4).

Manufacturer narrative:
A technical eval of the broken product used was not performed as the product has not been made available for the investigation. We have checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. According to our historical records, no other similar failures have been reported from this specific product lot. The clinical eval, made by orthofix medical evaluator and based on the x-rays analysis, evidenced as follows: this pt has the talus collapsed and the joint seems unstable. It could represent the results of a neuropathic joint (charcot joint). The intention was to stabilize the joint with an external fixator and to arthrodese the ankle joint. The procedure required for this are: mobilization of the bone fragments to allow reduction of the joint by manipulation; eval of the talus: removal or not depending on its vascularity; removal of fibrous tissue and joint articular cartilage to allow apposition of raw bone surfaces; stabilization in an optimal position is critical for a good result. It looks as though the anterior distal screw is in the talus and the posterior one in the calcaneus. However, the posterior screw is also in the distal fibula (ap view), which will lock the fibula to the hind foot, making compression/distraction impossible. This fact may be responsible for the high resistance that led to breakage of the cd unit support pin. The distributor is returning the product for the investigation. Additional data will be provided once the technical investigation report will be available. Orthofix continues monitoring the products on the market.